Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a low bhcg (beta - human chorionic gonadotropin) patient result for one (1) patient generated by the access 2 immunoassay system. Repeat testing of the patient sample after dilution produced a higher result that matched previous, unquestioned bhcg test results for this patient. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Specific patient information has not been supplied to date. Per the customer complaint record, patient samples are collected in a serum separator tube and centrifuged for five minutes at 5141 rpm. Per the customer complaint record, the customer reported that system checks are performing with passing results that fall within instrument specifications. Qc is performing within the customer's established limits. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed a preventative maintenance (pm) on the system. The fse also replaced a fan on the instrument computer and upgraded the customer cpu to the xp operating system and installed a new hard drive into the customer cpu. There were no reports of an instrument malfunction in the fse reports. A definitive root cause for this event has not been determined to date.